Event description:
A pt reported experiencing inaccurate low results with an ot profile meter. The pt's blood glucose was 122, 98, and 69 with a 31% difference. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.